Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in united kingdom: "plastic cannula came apart." "I am just writing regards a situation that happened this week involving a patient - a patient had a 22g cannula (is3) which developed a leak, just where the cannula tubing joined the cannula hub, then the same patient had a 20g (is3) cannula which came apart, the length of the cannula tubing was not attached to the hub when the dressing was taken down, and the cannula tubing is still in the arm. Obviously, they were both different gauge cannulas, so different lot numbers. Unfortunately, the cannulas weren't kept for further investigation."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Received one used capillary of an introcan safety 3 pur 20g 1.1x50mm-EU that was cut off from the catheter hub. The catheter hub, cannula hub and the protective cap were not returned for investigation. The cut off capillary was taken for investigation and observed capillary is damaged / cut off approximately 31 mm away from the capillary tip. Based on the investigation, the defect caused due to wrong handling (referring to application error or off-label use) and therefore we consider the complaint as not confirmed. Unable to review the machine record cards as this complaint consists of an unknown batch number. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.